Event description:
Quarter inch of tampon inside me [foreign body in reproductive tract]. Quarter of inch of tampon broke off inside me [device breakage]. Case narrative: consumer reported via email that the tampon broke off inside of her. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.